Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger / slider on the battery oscillator was blocked and jammed; and the lower disc of the clamping screw was loose. Therefore, the reported condition was confirmed. However, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the trigger / slider on the battery oscillator device was blocked and jammed and the lower disc of the clamping screw was loose. It was noted in the service order that the device did not work. The event did not occur during surgery, there was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.